Manufacturer narrative:
The patient's age has been estimated. The patient's weight has been estimated.

Event description:
It was reported that the patient developed 9/10 right upper quadrant (ruq) cramping early in the morning of (B)(6) 2018. The patient stated that they have baseline abdominal cramping, which will usually relapse on its own. However, this time the pain continued and worsened. The patient called 911 given the severity of the symptoms. The patient received 1 liter of normal saline (ns) in route to the local emergency department. In the emergency department the patient received 2 milligrams of intravenous (IV) morphine, two doses of intravenous (IV) zofran, and an additional 1 liter of normal saline (ns). A chest x-ray revealed mild pulmonary edema. Lipase and pro b-type natriuretic peptide (probnp) aspartate transaminase (ast)/alanine transaminase (alt) were normal. Gallbladder ultrasound was negative for cholecystitis. Computer tomography during arterial portography (a/p) was also negative for acute abdominal process. However, imaging was concerning for incidentally noted outflow graft thrombus. Urinalysis (u/a) revealed proteinuria with 6 hyaline casts. The patient was transferred to (B)(6) for further management. Upon arrival, the patient was stable with no complaints. The patient stated the abdominal pain had almost resolved. The patient had some initial constipation, but bowel movements normalized. The patient denied any alarms. The patient had tea-colored urine. The patient denied recent syncope, dizziness, or stroke symptoms. On (B)(6) 2018 that patient had a transthoracic echocardiogram (tte) and a ramp echocardiogram on (B)(6) 2018, which was unremarkable for speed disruption. The computed tomography ventricular assist device (vad) obstruction protocol confirmed outflow obstruction. The patient underwent a procedure on (B)(6) 2018 where three stents were placed to the outflow graft for extrinsic compression on the outflow cannula. The patient tolerated the procedure well and was sent to intensive care unit (ICU) after the operation. The patient was later extubated and transferred to the floor unit. The patient was treated with simethicone as needed (prn), zofran prn, colace prn, daily miralax, and senokot prn. Ferrous sulfate was held. The patient did have some continued right upper quadrant pain intermittently, but it had resolved by discharge on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic compression of the outflow graft could not be confirmed as no computed tomography (CT) scans were provided for review and the pump remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic compression of the outflow graft could not be confirmed as no computed tomography (CT) scans were provided for review and the pump remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30apr2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.